Event description:
It was reported that during a routine follow-up premature battery depletion was alleged due to a decrease in battery longevity. During the previous routine follow-up in (B)(6) 2018 battery longevity was at nine years. During the most recent follow up on (B)(6)2019 battery longevity was at three and a half years. This device has been explanted and is no longer in service. A new device was implanted. No further adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. This device has been explanted and is no longer in service. A new device was implanted. No adverse patient effects were reported. This device has not yet been returned for analysis but is expected for return based on the information received. Should further information become available and or the device is received an updated report will be provided.